Event description:
The customer reports that 30 minutes into a pmn procedure, the donor had a large infiltration in the arm. The nurse stopped the procedure. There was no return pressure alarm during the procedure. The needle was removed and a new procedure begun in a different location on the arm. After removing the needle, they applied heat on the infiltrated area and also massaged the biceps area. The donor was instructed to apply heat and take anti-inflammatory medication for pain.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.